Event description:
Healthcare professional reported event noted approx 2 years after injection with juvederm ultra plus xc in the nasolabial folds ((B)(6) 2012), juvederm ultra and juvederm ultra plus xc in the midface and marionette lines ((B)(6) 2012), and juvederm voluma xc in the jaw line ((B)(6) 2012), the pt developed "lumps" primarily in the jaw line. The pt underwent a fine needle aspiration and biopsy which showed a "granulomatous reaction"; the pathologist who reviewed the results could not identify a reason for the reaction and thought it may be a "coincidence that some ha product was caught up in it". A CT scan was also performed of the parotid area which notes soft tissue densities along with multinodular morphology consistent with lymphadenopathy. Though the pt underwent surgery, there are still "inflamed areas occurring in [the] face". This is the same event and the same pt reported under MDR is# 3005113652-2014-00285 (allergan complaint #(B)(4)), 3005113652-2014-00296 (allergan complaint #(B)(4)) and 3005113652-2014-00306 (allergan complaint # (B)(4)). This is the third MDR submitted for the first suspect product, juvederm ultra plus xc (h30l709650).

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of "lymphadenopathy, granuloma injection site, and inflammation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.